Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that under unipolar configuration, the lead impedance was high and out of range during implant. Phrenic nerve stimulation was also noted. Physician suspected insulation defect. The lead was not used.